Event description:
A provider reported to allergan aesthetics that a patient received a coolsculpting treatment on (B)(6) 2023 and (B)(6) 20203 to the inner thighs using a cooladvantage coolfit applicator and presented with paradoxical adipose hyperplasia (pah/ph) two months post treatment, diagnosed on (B)(6) 2023.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received additional information that the patient underwent corrective liposuction with radiofrequency on (B)(6) 2024 and presented with reocurrence of paradoxical adipose hyperplasia (ph).